Event description:
Svc lead impedance warning on (B)(6) 2020. Rv defib lead impedance warning on (B)(6) 2020. Initial alert on these out of range lead impedances was (B)(6) 2018. The alerts were again triggered on (B)(6) 2019. This is the 13th red alert notification since (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).